Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not beeping when it should. They had a no delivery alarm and only realized it when the insulin pump vibrated. The customer¿s blood glucose level was 447 mg/dl which they treated with a bolus after changing the infusion and reservoir set. Troubleshooting was performed. The insulin pump was set to beep mode. The battery icon was at half. The insulin pump did not beep during the self-test. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify audio/vibrate anomaly/absence of alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, stained end cap sticker and cracked reservoir tube lip.